Event description:
It was reported that an alert was received for this patient's right ventricular (rv) lead indicating high out of range shock impedance measurements measuring 126 ohms. Technical services (ts) was consulted, and a review of lead trends was performed. Analysis confirmed that the shock impedance values have been gradually increasing since implant. Ts provided troubleshooting options and recommended performing x-rays. At this time, the lead remains in service. No adverse patient effects were reported.